Event description:
The home patient (hp) contacted baxter's technical service center to report a low drain volume (ldv) alarm that occurred on the home choice (hc) machine during initial drain. The technical service representative (tsr) instructed the hp with troubleshooting. The hp stated that there was air in the patient line. The tsr advised the hp to end therapy and start over with new supplies. The hp confirmed to start over with new supplies. On (B)(6) 2011 product surveillance spoke with the home patient's wife who stated she had no further detail regarding this alarm. The wife stated the hp was doing well with therapy and reported no adverse events.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was not confirmed due to a lack of sample. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. A follow-up report will be submitted upon the completion of baxter's quality review.